Event description:
Customer reported an issue with the time settings on their device, leading to a discrepancy between the displayed and actual time. There was no adverse impact to the customer¿s blood glucose level, as previously recorded settings did not result in extreme glucose levels. Corrective actions included assistance from technical support to update the device time, and the customer was advised to monitor and report if the discrepancy recurs. No further information was provided regarding the cause of the time error.